Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 01-sep-2016, an fse visited the customer to address the reported event. During servicing, fse cleaned and removed wash crust from the leak sensor. They also cleaned build up inside the main arm nozzle. Fse then provided inservicing on cleaning of the nozzle. The customer was able to run samples without any errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was leak sensor debris.

Event description:
On (B)(6) 2016, a customer reported error 3005 (leak sensor error) with their a1a-2000 analyzer. The customer was unable to identify the leak. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting alpha fetoprotein (afp) and betahcg (pregnancy hormone) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.